Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found two transistors on the unit were shorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure has been received. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would power on but motion functionality could not be performed. It was also reported that the power enclosure would remain powered on and fans were operational following the imaging system being powered down and turned off. There was no patient present when this issue was identified. No additional information was provided.